Event description:
It was reported that during the setup for a procedure, repeated recoverable error 23118 occurred on arm 4. The customer power cycled the system with no success. There was no patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed and replicated the reported issue on the usm. Fluid intrusion was found inside the cannula mount, and the errors point to an issue with the circuit board.